Event description:
Smiths medical insulin syringes (1ml and 0.5ml 28 gauge by 1/2) are leaving a reddish discoloration on medicine vial stoppers after inserting and removing needle. Visible discoloration of some of the needles is obvious.what was the original intended procedure?injection of insulin to patient.device #1is this a laboratory device or laboratory test?no.